Event description:
As was reported by the user facility to co's sales rep...during case on 6/27/97, people in the o.r. Heard hissing from circuit and discovered at the wye connector. On 7/1/97, before the circuit was used, a crack was discovered in the same place.